Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: investigation revealed that the pump had visible moisture in the display lens. The pump did not power on and had no audible or vibratory sounds. The pump history and black box data was not able to be downloaded. During evaluation, a leak test was performed and revealed a leak in the audio bolus button. The pump cover was removed and internal moisture was observed in the pump. Further testing was unable to be completed due to inability to power on the pump and moisture ingress.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the bolus history is not recording delivered boluses. The pump was not available for troubleshooting at the time of initial contact. There was no reported adverse event associated with this complaint. Customer technical support made multiple attempts to contact the reporter to complete troubleshooting, without success. This complaint is being reported due to the allegation that the pump¿s bolus history was not recording appropriately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.